Event description:
It was reported that during an percutaneous transluminal coronary angioplasty procedure, a balloon ruptured. The 90% stenosed lesion was moderately calcified in the left anterior descending artery. On the first inflation, "they inflated beyond 6 atmospheres, but never made it to 12 atmospheres" for 10 seconds and the 1.5x15 maverick2 monorail balloon ruptured. A taxus stent was deployed and post-dilated. The balloon was visible under fluoroscopy. The balloon was removed intact. They used another 1.5 maverick balloon to complete the procedure successfully. The pt status is listed as ok.